Manufacturer narrative:
Other, other text: b3 unknown, d4: UDI (B)(4). One device was returned for analysis. Visual inspection showed a bubbled dso seal, corroded battery compartment springs, and a scratched lcd lens. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was unknown and appeared to have been through heavy use over time. As a result, the dso seal, battery compartment, lcd lens and rear piezo were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump exhibited a bubbled downstream occlusion, cracked screen, damaged battery dividers, missing battery standoffs, and a low audio sound. The event occurred during testing and there was no patient involvement reported.